Manufacturer narrative:
H.6. Investigation summary: no samples or photos were received; therefore, sample analysis could not be performed and the condition reported by the customer could not be confirmed. However, foreign material (fm) can be introduced to the fluid path during the manufacturing process which could cause the needle to become clogged. All product is automatically checked for clogged needles during the production process. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches. H3 other text : see section h.10.

Event description:
It was reported that during use of the bd precisionglide¿ needle the needles needed to be replaced to complete the procedure, because the needles were clogged or blunt. This occurred on (B)(4) separate occasions but the date/time and or patient information is unknown. The following information was provided by the initial reporter, translated from portuguese to english clogged or blunt needles. In some clients, it was necessary to replace(B)(4) needles to complete the procedure.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that during use of the bd precisionglide¿ needle the needles needed to be replaced to complete the procedure, because the needles were clogged or blunt. This occurred on 3 separate occasions but the date/time and or patient information is unknown. The following information was provided by the initial reporter, translated from portuguese to english: clogged or blunt needles. In some clients, it was necessary to replace 3 needles to complete the procedure.